Manufacturer narrative:
G3): the investigation of this event was completed on 18 aug 2021. H6): added codes 4241 and 23. The bridge device is manufactured by a supplier. During the sterilization process, excessive adhesive (not removed during the manufacturing process) was present in the area between the strain relief and the guide wire lumen. This caused excessive pressure to the guide wire lumen causing it to collapse, leading to the patency issue. The cause for this event has been determined to be supplier related.

Manufacturer narrative:
Initial device evaluation has begun but full investigation has not been completed. Device evaluation: the device was returned and initially evaluated by a cross functional team on 14 july 2021. Using the guide wire provided in the bridge prep kit, the wire was fed through both the proximal and distal ends. Resistance was felt 8-10mm under the strain relief from the proximal hub from both ends. The balloon was inflated with 60cc of air; the balloon inflated and remained inflated as intended. With the strain relief removed, the inner lumen appeared crushed. The investigation is still in process and a supplemental MDR will be submitted after completion of the investigation.

Event description:
A lead extraction procedure was scheduled to remove one right ventricular (rv) lead due to non function. Prior to beginning, a spectranetics bridge occluding balloon was being prepped to be used in the event an emergency occurred during the procedure. However, when the team loaded the bridge balloon on the wire that was contained within the bridge prep kit, the wire wouldn't pass out of the back end/hub of the bridge balloon. The team then tried with another wire (amplatz super stiff) and tried threading it from both directions, and it would not thread. There reportedly was an obstruction in the hub of the bridge balloon. A new bridge balloon was opened, threaded successfully over the same wire as the first, and the procedure was completed successfully with no reported patient harm. This report is being submitted to capture the first bridge balloon that was unable to load onto the guide wire and the potential for harm if it were to recur in the event of an emergency.